Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to be implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that, during the index procedure, the valiant stent graft could not be deployed when the physician rotated the external slider. The physician elected to remove the delivery system and inspected it. When the physician attempted to implant the device again, it was observed that the patient's blood pressure decreased and a sudden cardiac arrest occurred. All measures taken to save the patient were not effective and the patient expired. The physician stated that the cause of the event is unknown. No additional sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis results are: the exact cause of the inability to deploy stent graft, decrease in blood pressure while attempt to implant the stent graft, sudden cardiac arrest during the procedure which resulted in patient death the next day could not be conclusively determined from the 3 still angio images provided. The films during implant of stent graft were not provided. It is possible that the decrease in blood pressure leading to cardiac arrest which result in patient death were related to the procedure.